Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. Failure analysis confirmed the reported issue; however, could not replicate. The 0 degree endoscope plus instrument was analyzed and found the endoscope cable integrated connector was visually inspected and found with the printed circuit boad (pca) exhibited missing electrical contacts. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was visually inspected and found with minor cuts to the cable insulation. The damage was located at zone c near the endoscope housing. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was tested and place on an in-house system for cable testing failed due to wahoo paddleboard (wpb) defect.

Event description:
It was reported that during central processing, 0 degree endoscope plus had bad visual. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was located in the endoscope lens. There was no material missing/detached from the portion of the device that enters the patient¿s body. The endoscope moved freely with uncontrolled motion. The event did not involve a reversed control on system arms.